Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data in merlin.net, there were multiple inappropriate shock therapies noted due to noise and oversensing on the right ventricular (rv) lead. The device was reprogrammed to avoid further inappropriate therapy and no further intervention has been performed. The patient was stable with no consequences.